Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the product issue began on (B)(6) 2016. The patient stated that they obtained alleged inaccurately erratic blood glucose results of ¿184 and 146 mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. It was unknown how the patient manages their diabetes. The patient denied developing any symptoms. The patient detailed that on (B)(6) 2016 at 09:00am they made an office visit to their doctor and had their blood glucose tested. No result was provided. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s blood samples had been taken from the same approved sample site and the patient carried out the correct testing step. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycaemia or hyperglycaemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.